Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/29/2016 with the following findings: the display screen was dim and discolored. Unrelated to the display screen, the battery compartment was cracked.